Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was returned to fph in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed no visible damage was found to any part of the returned rt266. The leak test revealed that the breathing circuit was outside of specification. A waterbath test showed that the circuit was leaking from the swivel duckbill. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.